Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) resulting in high-voltage (hv) therapy being disabled. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences.